Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the dermatome was used for a procedure and it was checked by both the surgeon and the scrub nurse prior to use. It appears that there has been an incident whilst in use and an injury to the patient. The customer did not return an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as a serial number or lot number was not provided by the customer. The repair history review was unable to be performed as a serial number was not provided by the customer. Initial qa inspection of the air dermatome by zimmer biomet australia was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet taiwan as the customer did not return the device for repair. The reported event was non-verifiable as no device was returned for evaluation or repair. The reported event was non-verifiable as no device was returned for evaluation or repair. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Follow up has been done but there was no patient information available as the client did not provide any more information to the reported person. There was also no details regarding the device or the event. There is no information whether the device is being returned to zimmer biomet surgical for investigation or not. However once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that dermatome was used for a procedure and there was an injury to the patient. No additional consequences have been reported as a result of this malfunction. Also, no further details were provided.